Manufacturer narrative:
The tandem user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer was not performing the air removal step. The tandem user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 170-180 mg/dl.